Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that before use, the device displayed technical failure alarms 316 and 401. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
A zoll service field engineer performed an onsite assessment and verified that the unit is displaying alarm error codes tf401 (calibration error) and tf316 (blower failure). Although the blower was replaced, the error continued to occur. The underlying cause of the problem could not be determined during the assessment. It is advised that the power board and/or main board be replaced and a quote was provided to the customer. The customer has not responded or placed the order for the replacement parts at this time.